Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00229: rod, 3025141-2020-00232: screw 2, 3025141-2020-00233: screw 3, 3025141-2020-00234: screw 4, 3025141-2020-00235: guidewire.

Event description:
A fibular rod was implanted in the patient. At some time post op, the patient experienced pain so the surgeon decided to remove the rod. During surgery, the rod was found to be broke and surgery was delayed by 30 minutes.